Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height cubie drawer 2 cubies were failed. The field service engineer remotely accessed the station and checked the drawer in the hardware test application to resolve the issue. The customer again called for main drawer 2.1 was failed. The fse came onsite, cleaned the debris on the trays, replaced row board cable, reseated retractor band, and board bus cable to resolve the issue. The fse verified the customer who invented the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pocket was not opened and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.